Event description:
Event description guidant received information that this ventricular lead has impedance greater than 2500 ohms in both unipolar and bipolar mode. Technical services suspects a fracture. The lead is still pacing but the patient is not feeling well.